Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+, and an enlarged atrium. There was difficulty inserting the clip delivery system (cds) into the steerable guide catheter (sgc). An xtr clip was inserted, and grasping was performed. However, after the leaflets were grasped, the mean pressure gradient increased to 7mmhg. Due to the increased gradient, the physician decided to remove the clip and discontinue the procedure. When the clip was removed, the gradient returned to baseline. Mr remained at a grade of 4+. It was noted that failure to remove the cds from the sgc was due to both devices and the sgc bent at the tip, causing pericardial effusion. A syringe pump was used to treat the pericardial effusion. It there was no clinically significant delay in the procedure.

Manufacturer narrative:
Returned device analysis did not confirm the reported difficult to remove the cds from the sgc and bent sgc tip (deformation due to compressive stress). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. All available information was investigated and based on the information provided and the analysis of the returned device (unable to confirm the reported issues), a cause for the reported difficult cds removal from the sgc and bent tip (deformation due to compressive stress) cannot be determined. Pericardial effusion per the account was related to the bent sgc tip during the procedure. Pericardial effusion is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.